Event description:
The nurse states that a 45-yr-old female presented for treatment of a bleeding stomach lesion. The probe was pre-tested per info for use and placed down an endoscope into the stomach. As the physician applied cautery, he noticed the distal tip of the probe had broken off. The physician removed the catheter portion of the probe and endoscopically retrieved the tip from the pt's stomach. A new probe was used to complete the procedure and no further complication was reported.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.